Event description:
Pt undergoing MRI lumbar spine on ge 1.5t excite system while wearing resonance technologies cinema vision goggles complained of heating to face at point of contact with vision goggles fifteen minutes into examination. Goggles were removed for remainder of exam.